Manufacturer narrative:
Root cause: the device is supplied to deroyal by s & s surgical. Therefore, a supplier corrective action request (scar) was issued to s & s surgical. In its response, the supplier stated that the root cause could not be determined. The machine is running normal, and inspection system is functioning properly. As per the label on the box, blades may become exposed during shipping. The physical sample is needed for further investigation. Corrective action: a corrective action has not been taken due to the root cause determination. Investigation summary: an internal complaint (call (B)(4)) was received indicating that a safety scalpel (finished good (B)(4)) was not fully retracted, resulting in an operator stabbing herself during packing. The actual sample was not available for return. However, photos were received that confirmed the reported event. Deroyal's investigator reviewed internal quality records for possible discrepancies. No discrepancies were identified. The 2016-2018 supplier corrective action request (scar) and supplier notification letter logs were reviewed for similar complaints. Similar complaints were identified. Therefore, a scar was issued to the supplier -- s & s surgical -- as well as photos of the reported event. The scar response was received february 22, 2019, and accepted by deroyal's complaint investigator. During a two-year period, deroyal has sold (B)(4) cases of the finished good. During this same time period, three complaints were received for the finished good. This equates to a complaint-to-sales ratio of (B)(4) percent. Deroyal will continue to monitor post-market feedback and will recognize in the future if the issue reoccurs. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
An operator stabbed herself during packing due to a non-retracted retractable scalpel.